Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary jammed drawer was unable to stay close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 pocket e1 was jammed and was unable to close. A field service engineer (fse) found auxiliary drawer 4.2 pocket e1 cubie broken due to a bad retractor and nurse had forced entry because the system couldn¿t read e1. Replaced the retractor band and tested successfully. Returned medication to the pharmacy for later reload. Customer verified proper operation via recovery process without any issues. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.